Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there were issues experienced with the loading or firing of the clips. The device fired 2-3 clips properly, but after these clips, it did not work and was stuck and would not load to the jaw of the device. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with fourteen remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the noted damage, further functional testing of the instrument was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the broken firing linkage condition may occur under the following conditions such as when the firing handle has not been allowed to fully return to the home position after forming a previous clip and a single continuous handle compression is one of two firing methods described in the informa tion booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The instruction for use (IFU) warns to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load, and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there were issues experienced with the loading or firing of the clips. The device fired 2-3 clips properly, but after these clips, it did not work and was stuck and would not load to the jaw of the device. The surgeon was not able to squeeze the handle. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.